Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2014 with the following findings: visual inspection revealed that the keypad cover was peeling off the base of the pump. The up arrow keypad button was found to be intermittently unresponsive. The keypad cover was removed, and there was evidence of contamination found under all button contacts. Unrelated to the complaint, investigation revealed that the display was dim, faded, and discolored and that the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.